Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer reported that backup insulin therapy method was not available. Customer¿s blood glucose level was 251 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.